Event description:
It was reported that approximately 3.5 weeks post implant the patient experienced diaphragmatic stimulation, phrenic nerve stimulation, with exit block and high right ventricular threshold noted. The lead was capped an replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01, bi-ventricular (bi-v) pacemaker, (B)(6) 2013; 5076-45, implantable pacing lead, (B)(6) 2013; 4194-78, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.